Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device. A functional assessment revealed that there was oil leaking from the lever guard and housing. Evidence indicates this was due to normal wear over time. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Event description:
The motor device was returned without an alleged malfunction. During pre-testing of the returned device, it was discovered that the device had "oil leaking from the lever" and "a high pitched noise". The device was not used in surgery as the reported condition was discovered during testing. No injuries or medical intervention were reported. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.